Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#(B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article ¿retrograde type a dissection following hybrid supra-aortic endovascular surgery in high-risk patients unfit for conventional open repair¿ by yip et al. The article presents 6 patients, whereof 5 of the patients had a cook tx2 stentgraft. This pr addresses patient #5 from the article. The remaining patients are adressed in pr266040 (3002808486-2019-00813), pr265916 (3002808486-2019-00812), pr266681 (3002808486-2019-00817) and pr266683 (3002808486-2019-00826). The patient had an atherosclerotic aneurysm and underwent ascending aorta-to-innominate and left carotid artery bypass in combination with insertion of one cook zenith tx2 stent graft in proximal landing zone 0. The stentgraft was(B)(4). Oversized. 105 days post-op a surveillance CT scan revealed an asymptomatic retrograde dissection that was conservatively managed. It was reported that the patient was alive 7 months after the diagnosis of retrograde dissection. A clinical assessment of the information given in the article was performed. Per the clinical assessment: ¿regarding stent graft landing in zone 0 as in this case, the authors note that patients who underwent bypasses of all three major arch branches appeared to be particularly vulnerable in developing rtaad (B)(4). Rtaad is associated with high mortality, but in this case rtaad was asymptomatic and the patient is being managed conservatively and lived at least 7 more months.¿ no lot numbers were provided why it was not possible to review the device history record. It has not been possible to establish an exact cause for this event. It is noted that the device is used in the ascending aorta. Per the IFU the zenith tx2 taa endovascular graft with the z-trak plus introduction system is indicated for the endovascular treatment of patients with aneurysms of the descending aorta. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: retrograde type a dissection following hybrid supra-aortic endovascular surgery in high-risk patients unfit for conventional open repair. Yip et al., 2018 d4) catalog# is unknown but referred to as cook zenith tx2 stent graft. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: the patient underwent ascending aorta-to-innominate and left carotid artery bypass in combination with insertion of one cook zenith tx2 stent graft in proximal landing zone 0 (stent graft proximal diameter: 34mm). Stent graft 13% oversized. Direction of stent graft deployment: retrograde. Patient outcome: dont know if the tx2 stent graft contributed to the development of retrograde dissection, which was discovered incidentally at surveillance CT scan 105 days after hybrid repair of atherosclerotic aneurysm. The patient was still alive 7 months after diagnosis of retrograde dissection.